Event description:
It was reported that during a laparoscopic gastric bypass procedure, the cartidge broke in half when removing it from the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
It was reported that post implant a realize band, the band tubing disconnected from the injection port. This was detected by fluoroscopy. When the surgeon went in to replace the port and reconnect the tubing the strain relief was next to the port and the tubing was free floating. A new port was replaced and the tubing connected with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge the analysis found that one (B)(4) device was received fully fired and broken and with the cartridge pan attached to the cartridge reload. No functional test was performed due to the condition of the reload. One possible cause for this type of damage may be if the device was inadvertently clamped over a hard object such as a clip or other surgical device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.